Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately one month and twenty two days later post an endovascular arteriovenous fistula creation using the wavelinq 4fr p, endo avf was not matured as the stenosis of left ulnar, cephalic, perforator vein and small cephalic vein requiring recent intervention which was observed at six week follow up visit. It was also reported that subject underwent post procedure intervention with initial stenosis of eight percentage and final stenosis of forty percentage. Stenosis on perforator vessel with initial stenosis of seventy percentage and final stenosis of twenty percentage. It was further reported that stenosis on cephalic vein location with initial stenosis of seventy percentage and final stenosis of zero percentage. The current status of the patient was unknown.